Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl at the time of the incident. The customer was at 92 mg/dl at the time of the call. The customer was given manual injections to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed a high pressure test. The customer had another high incident on (B)(6) 2017. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, error test, displacement test and basic occlusion test. Unable to prime unit during prime test due to faulty sensor resistor unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.